Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the lens was faulty, not implanted. Additional information has been requested and received stating that the faulty lens was a company preloaded delivery lens, so no company cartridges or injectors would have been used.